Event description:
Caller reported a cartridge alarm 30 occurred during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer was educated by technical support to wait for prompts before removing the used cartridge during the load process and acknowledged this guidance. However, customer did not have any more insulin to load another cartridge and requested to speak with a supervisor. No additional information was provided regarding outcome of the event.